Event description:
The issue occurred during preparation for use for a diagnostic bronchoscopy. The intended procedure was completed with a similar device, and without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that when the bronchovideoscope was connected. A communication error occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.